Manufacturer narrative:
Follow-up #1: date of submission 8/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: reboots were observed in the black box download. Battery compartment is cracked alongside of pump, above and below the bumper pad. No damage found to battery cap. Battery cap able to attach securely to pump. Pump exercised 24 hours with test cap with no power issues occurring. Corrosion observed in battery compartment. Pump leaks at battery compartment. Pump opened and no further evidence of moisture found. Battery cap contact height and width are within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.